Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Repair request, the device does not allow a fluent sampling. Vibration issue. The event occurred during surgery and there was no harm or delay. An alternate device was used to complete the procedure.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-0446231. This medwatch is being filed to relay additional information. On november 7, 2018, it was reported that the device does not allow a fluent sampling. Vibration issue. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The customer also returned a hose for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Medicrea has previously repaired/evaluated air dermatome serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was december 5, 2017 where it was reported that the device needs to be serviced and the bearings, o-rings, spring seal, poppet housing, poppet spring, throttle hinge, throttle hinge gasket, screws, poppet, motor, motor sleeve, control bar, thickness control shaft, reciprocating arm, swivel, fine adjustment cams, and lever were replaced. This is not a related issue. Product review of the air dermatome by medicrea on november 22, 2018 revealed that the motor speed was at the very bottom of the specification. It is recommended that the hose be replaced with 00-8851-002-03 air dermatome ii hose: synthes (ao), 3m. The customer width plates were not returned for evaluation. The air dermatome was not repaired per the customer request. The reported event was non-verifiable since during the product review it was revealed that the motor speed was at the very bottom of the specification. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the alleged fault could not be duplicated. However, the service technician noted that the motor speed was at the very bottom of the specification and recommended that the hose be replaced with 00-8851-002-03 air dermatome ii hose: synthes (ao), 3m. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that during surgery the device does not allow a fluent sampling as there was a vibration issue. There was no harm or delay. An alternate device was used to complete the procedure.